Event description:
Following a right internal carotid artery stenting procedure, with successful accunet delivery and acculink placement, the patient experienced and embolic shower and stroke, 17 minutes after the embolic protection device (epd) was removed. The vessel was pre-dilated after accunet insertion and prior ot acculink insertion. The target lesion was not exceptionally tortuous, mild to moderately calcified, and 80% stenosed pre-procedure. Hospital records indicate thepatient was initially admitted to acute care in 2006. Complaining of left sided weakness, numbness and tingling. CT scan of the brain done in 2006, showed no evidence of infarct or hemorrhage. Carotid doppler study revealed severe stenosis in the right carotid artery with mild disease in the left carotid artery. The patient underwent stent placement of a high-grade right carotid artery stenosis and had a stroke subsequent to the stent placement. CT scan of the brain, done on 05/15/06, showed nosignificant interval changes since comparison study 5 days before event date the patient was transferred to rehabilitation for pt,ot, and st with an assessment including left sided hemiparesis, arm worse than leg, and difficulty swallowing. Additional information is unavailable.

Manufacturer narrative:
The rx accunet, rx part # 1011649-55, lot3 6013051 is being filed under manufacturer report number 3004742046-00277.